Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp m.r.I. Implantable port. During the procedure it was reported that, the dilator was allegedly difficult to insert. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one dilator was returned for evaluation. Visual and microscopic evaluations were performed. The dilator appeared slightly bent. The distal tip of the vessel dilator was noted to be slight deformed. The edges were noted to be jagged. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstances at the time of the reported event is unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.